Manufacturer narrative:
Batch review performed on 13 december 2019. Lot 133200:(B)(4) items manufactured and released on 07-oct-2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and poly-swap 5 years and 3 months after primary. The surgery was completed successfully.